Manufacturer narrative:
Concomitant medical products: 100ml baxter infusion bag of dextrose; secondary set; 100ml infusion bag labelled as containing cytotoxic fluid; therapy date (B)(6) 2016. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The report suggests that approximately 1.5 hours into an oxaliplatin infusion the patient noticed a leak from the upper pumping segment joint. From the reported information there are no indications of serious injury to the patient or user as a result of this incident, although both patient and user had exposure to cytotoxic material.

Manufacturer narrative:
The customer¿s report of a leak from the upper pumping segment joint was confirmed. Visual inspection of the sample identified that the pumping segment had been pushed back on at the upper pumping segment component. A close visual inspection appears to indicate the presence of a witness line suggesting a retention ring had been assembled and was lost after the separation. The root cause of the separation was not identified.